Event description:
Device malfunction: difficult to advance, suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure using a proglide device after an unspecified procedure. Reportedly, the physician experienced difficulty advancing the proglide into the artery and decided to retrieve the device. Once the device was out of the anatomy, the physician noted that the suture located at the junction of the proximal and distal guide, was broken. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.